Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced poor coupling between the recharger antenna and the deep brain stimulation implantable pulse generator (ipg), the device was not charging properly, excessive time was required to charge the device, and the recharger antenna cord was damaged. The patient only received one coupling bar when recharging and had difficulty charging the device for several weeks. The patient had already attempted repositioning the recharger antenna and turning the antenna dial. A request was sent to repair and replace the damaged cord. The patient was advised to follow up with their healthcare provider if the issue persisted. No patient complications have been reported as a result of this event. Additional info received from patient that they received the replacement antenna and attached it to the recharger, but the stimulator was still taking a long time to charge. They mentioned that the patient has been needing to charge the stimulator twice a day, which they never had to do before. Agent had the patient start a cha rging session during the call and they initially reported seeing only 2 coupling bars filled in. The stimulator battery was charging in the first quartile. Agent reviewed that the poor coupling will make the stimulator take much longer to charge, so agent advised caller to reposition the antenna. After repositioning the antenna, the patient was able to get all of the coupling bars filled in. The patient was able to maintain excellent coupling for several minutes. They mentioned that the patient likes to move around while they charge the stimulator. Agent reviewed that movement can cause the coupling to fluctuate. Agent advised the patient to monitor coupling and reposition the antenna as needed. They understood and did not require further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the replacement device resolved the ins charging issues.